Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the light guide cable broken, lg cable connector fluid damage, ccd module fluid damage, insertion flexible tube (ift) aging degradation, impurities on the bending rubber, core fluid damage, light guide cable fluid damage. Based on the result, we concluded that it was caused due to the ccd module fluid damage; however, other failure is not related to the alleged complaint.